Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image was out of view due to bent outer tube. The most probable cause of bent outer tube and scratches on distal frame is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited scratches on distal frame, broken fibers and image out of view. There was no patient involvement.